Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding") and cervical dysplasia ("precancerous cells removed from cervix") in a 25-year-old female patient who had essure (batch no. 627303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included epilepsy since 1991. Concomitant products included levetiracetam (keppra) and valproate semisodium (depakote) since 1991. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cervical dysplasia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with oral contraceptive nos, surgery (bilateral salpingectomy surgical removal of coils) and surgery (precancerous cells removed from cervix). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, cervical dysplasia, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, dyspareunia and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, cervical dysplasia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most if not all symptoms decreased soon thereafter removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 21-aug-2018: plaintiff fact sheet received, aka added, patients demographic added, lot number added, event added are follows- abnormal bleeding (vaginal, menorrhagia), migraines / headache, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, precancerous cells removed from cervix. Events onset date added, severity added, events outcome updated, concomitant drug and condition added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain"), genital haemorrhage ("heavy abnormal bleeding") and cervical dysplasia ("precancerous cells removed from cervix") in a 25-year-old female patient who had essure (batch no. 627303) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included epilepsy since 1991. Concomitant products included levetiracetam (keppra) and valproate semisodium (depakote) since 1991. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cervical dysplasia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with oral contraceptive nos, surgery (bilateral salpingectomy surgical removal of coils) and surgery (precancerous cells removed from cervix). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, cervical dysplasia, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, dyspareunia and fatigue was resolving. The reporter considered abdominal pain, abdominal pain lower, cervical dysplasia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: most if not all symptoms decreased soon thereafter removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coil). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.